Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("right coil fragment apparent in right cornua"), pelvic pain ("pelvic pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. No itching or burning. Concurrent conditions included abdominal pain upper, offensive vaginal discharge, menses irregular, parity 3, spots before eyes, nausea, weakness, diaphoresis and clammy. Concomitant products included eugynon (levora) since 25-jan-2013, levonorgestrel (mirena) since 25-jan-2013 and norethisterone (nora-be). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil) and surgery (had surgery to remove the essure implant). Essure was removed on 26-mar-2013. At the time of the report, the device breakage, pelvic infection, genital haemorrhage, abdominal pain, headache, vaginal discharge and bacterial vaginosis outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the migraine had resolved. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: following deployment essure spiral coils counted - 5. Both tubes examined and coils found to be intact diagnostic results: on 21mar2013 patient had pelvis ultrasound and transvaginal ultrasound coils are present from the essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, pelvic pain,device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("right coil fragment apparent in right cornua"), pelvic pain ("pelvic pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (batch no. 782773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. No itching or burning. Concurrent conditions included abdominal pain upper, offensive vaginal discharge, menses irregular, parity 3, spots before eyes, nausea, weakness, diaphoresis and clammy. Concomitant products included eugynon (levora) since (B)(6) 2013, levonorgestrel (mirena) since (B)(6) 2013 and norethisterone (nora-be). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic infection, genital haemorrhage, abdominal pain, headache, vaginal discharge and bacterial vaginosis outcome was unknown, the pelvic pain and dysmenorrhoea was resolving and the migraine had resolved. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: following deployment essure spiral coils counted - 5. Both tubes examined and coils found to be intact diagnostic results: on (B)(6) 2013 patient had pelvis ultrasound and transvaginal ultrasound coils are present from the essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, pelvic pain,device breakage. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs+mr received, reporter added, lot number added, event outcme for evet pelvic pain and dysmenorrhoea updated from unknon to recovering/resolving. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right coil fragment apparent in right cornua"), pelvic pain ("pelvic pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. No itching or burning. Concurrent conditions included abdominal pain upper, vaginal odor, menses irregular, parity 3, spots before eyes, nausea, weakness, diaphoresis and clammy. Concomitant products included eugynon (levora) since (B)(6) 2013, levonorgestrel (mirena) since (B)(6) 2013 and norethisterone (nora-be). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, pelvic infection, genital haemorrhage, abdominal pain, dysmenorrhoea, headache, vaginal discharge and bacterial vaginosis outcome was unknown and the migraine had resolved. The reporter considered abdominal pain, bacterial vaginosis, device breakage, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: following deployment essure spiral coils counted - 5. Both tubes examined and coils found to be intact. Diagnostic results: on (B)(6) 2013 patient had pelvis ultrasound and transvaginal ultrasound coils are present from the essure procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: migraine, pelvic pain,device breakage. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, lab data added,events added as follows:- dysmenorrhoea,pelvic infection, migraine, headache, vaginal discharge, bacterial vaginosis, device breakage. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report